Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving dilaudid via an implantable pump. It was reported that the patient and rep were walked through pairing the new handset to the pump. They unpaired the old handset from the patient and successfully paired the new one, but the patient then reported the pairing process would stall at 90% and stop. They were walked through clearing the data, after which the pairing completed successfully.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.